Event description:
Patient's generator was "floating around" and had migrated to under armpit. It was also reported that the patient's "seizures are no better, perhaps worse." Investigaton to date has been unable to determine whether revision surgery was performed and whether apparent worsening of seizure is a loss of efficacy obtained with the vns therapy or an increase above pre-vns baseline frequency. Device migration could potentially caused a lead malfunction.